Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 71 months, due to severe aortic stenosis and insufficiency. No further details were provided. Information learned from the operative report.